Event description:
In 2008, it was reported that during a rescue attempt, the device was powered on and reported a service code message. The patient was immediately transferred to another defibrillator, and was reported to have survived.

Manufacturer narrative:
Evaluation summary: the actual device involved in the incident and the internal device usage history was reviewed. The device usage history record indicated that the device detected a fault due to a component failure during a routine automatic self-test. The device had indicated that service was required through audio and visual alerts for several months prior to the rescue attempt.